Event description:
The customer reported the handpiece was not priming. At least one surgery was cancelled. No pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional reportable info becomes available. This report mailed in to FDA on: 03/19/2008.